Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# j0527928v, implanted: (B)(6) 2005, product type lead. Device evaluation code pertains to tined lead, 3093-28 interstim ((B)(4)).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) implanted for urinary dysfunc tion/sacral nerve stimulation. It was reported in (B)(6) 2012 the patient had a lead revision. There were no further complications that have been reported as a result of this event.